Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery the mm hex driver tip, locking groove broke off when tightening the 2.3mm distal locking screws. The surgeon used a backup screwdriver tip from the tray to complete the surgery after a slight delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00306 for the driver involved in this event.